Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 6 of 6. Reference MFR. Report# 1627487-2017-04338, reference MFR. Report# 1627487-2017-04355, reference MFR. Report# 1627487-2017-04356, reference MFR. Report# 1627487-2017-04357, reference MFR. Report# 1627487-2017-04358. It was reported the patient experienced infection at the lead incision site. The patient was referred to infectious disease physician. No additional information available at this time.

Event description:
Device 6 of 6, reference MFR. Report# 1627487-2017-04338. Reference MFR. Report# 1627487-2017-04355. Reference MFR. Report# 1627487-2017-04356. Reference MFR. Report# 1627487-2017-04357. Reference MFR. Report# 1627487-2017-04358. Additional information received identified the infection has resolved. The patient was treated with antibiotics.